Event description:
It was reported that the implantable cardioverter defibrillators (ICD) device was explanted due to unspecified product performance issues. As a result, a new device was successfully implanted. No additional patient adverse effects were reported.